Manufacturer narrative:
Other, other text: d4: lot number and expiration date; h4 device manufacture date is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable causes the device to alarm "no cassette alarm". No adverse patient effects were reported by the customer.

Manufacturer narrative:
Four photos were received for evaluation. Visual inspection revealed a cassette product in used conditions. Additionally one sample was received in used condition. No discrepancies were found on visual inspection. Functional testing was unable to duplicate the reported issue. The complaint was not confirmed. A root cause was not determined as the complaint was not confirmed. No lot number was provided; therefore, a history record review could not be conducted. No action was taken. Email address: (B)(6).